Event description:
It was reported that there was a power on reset (por) with the device most likely caused by radiation treatment. The por was cleared and "everything functioned just fine." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5086mri52, implantable pacing lead, (B)(6) 2012; 5086mri45, implantable pacing lead, (B)(6) 2012. (B)(4).